Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for evaluation and was connected to a water bag to test performance. Results: the water bag test revealed a leak at the connection to the chamber dome. Glue was found to be present around the feedset and feedset port. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine the cause of the reported damage. However, the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The hospital reported that the device had been in use for 5 days prior to the incident which suggests that the damage occurred after the product was released for distribution.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the feedset of an mr290 humidification chamber broke after 5 days of use. No patient consequence was reported.